Manufacturer narrative:
(B)(4) .

Event description:
It was reported that a nurse practitioner was having trouble with the tablet and serial cable connection of the programming system. A company representative performed troubleshooting. He used his known functioning tablet and wand with their serial cable, and got an "error establishing communication" message. He then used his tablet and serial cable with their wand, and he was able to communicate with the demo generator just fine. The issue was narrowed down to the nurse practitioner's serial cable. No patients were affected by the non-functioning serial cable. The serial cable was received on 01/20/2016. Analysis has not been completed to date.

Event description:
Analysis on the serial cable was completed on 02/11/2016. The cause for the serial cable failure was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.